Manufacturer narrative:
Product analysis: analysis was unable to confirm the analyzer bay connection was not functioning. The analyzer bay and ribbon cable to the link electronic module (lem) was replaced as a preventative measure. Analysis also note that the programmer was missing a stylus. A stylus was added to the programmer and the stylus was calibrated. The hard drive was reconfigured, and the software was reloaded and updated. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was displaying a message indicating that the programmer lost communication with the analyzer. The programmer was restarted but the issue persisted. A different analyzer was used with the programmer but the same message was displayed. The programmer was returned for service. No patient complications have been reported as a result of this event.